Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was returned for evaluation and the device history logs were provided for evaluation. The reported complaint was not confirmed. The delivery accuracy of 250ml/hr and 25ml tested in specification three (3) times: 1st test: 6 minutes 4 seconds or 98% of expected accuracy. 2nd test: 6 minutes 3 seconds or 99% of expected accuracy. 3rd test: 6 minutes 3 seconds or 99% of expected accuracy. The log review shows the device history logs only go back to 5/1/2021. No device alarms occurred on the reported incident date of (B)(6) 2021. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: pump hooked up to patient and delivered an over or under infusion of heparin. No injury to the patient, and no other medications involved.